Manufacturer narrative:
Gennady vulakh, rianna segal, anil hingorani, natalie marks, et al. Early results with a new endovenous radio-frequency ablation catheter. Journal of vascular surgery 2021; 74, 3-e274. The device lot numbers are unknown and the devices were not returned for evaluation. Complaints will continue to be monitored for any trends. If more information are provided in the future, a supplemental report will be issued.

Event description:
A poster article in the journal of vascular surgery, "early results with a new endovenous radio-frequency ablation catheter", noted 9 cases (1.48%) of endovenous heat-induced thromboses (ehits) were observed in 606 procedures performed over an 8-month period on 300 patients. In the 9 ehit cases, seven were class I, one was a class 2 and one was a class 3. No additional data was provided for the ehits. Additional information: gender: 211 female, 89 male. Age: 18 - 91 years.